Manufacturer narrative:
H6: the device has been discarded by the customer. A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that after a surgical procedure, while the technician was trying to remove the bur from the drill attachment, the bur broke inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that after a surgical procedure, while the technician was trying to remove the bur from the drill attachment, the bur broke inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.